Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues and high blood glucose. The customer's blood glucose was 600mg/dl at the time of incident. Trouble shooting was performed and found customer received a change sensor alert after calibration error. Customer declined to review sensor site selection, taping, calibration protocol. Advised to return sensor. Customer declined to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.